Event description:
Upon removing the gallbladder that was contained in an endo-pouch through a laparoscopic abdominal port site, the endo-pouch tore. Gallbladder contents spilled into the abdominal cavity. The surgeon verified that to assist in pulling the pouch out of the port, he utilized surgical clamps. Surgeon confirmed the pouch did not rip at the site of the clamps. According to the nurse manager and surgeon, all parts of the endo-pouch were accounted for.